Event description:
A (B)(6) old female pt called zoll customer support to report that had disconnected her electrode belt and was unable to reconnect it. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt unable to connect with the monitor) has been confirmed. Upon evaluation, the pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent electrode belt pins. The pt received a replacement electrode belt.